Event description:
It was reported that the device would not release after being fired during a laparoscopic spleenectomy. It was unk how the device was released. A new device was opened to complete the procedure and there was no pt consequence.